Event description:
Caller reported a cgm error identified as error 42 associated with the g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Customer received guidance from technical support, who assisted in resetting the pump, after which the error did not recur, and the customer successfully initiated a new sensor session.